Event description:
Ous MDR - pocket infection with possible blood samples of e coli. This is all of the available info at this time. If add'l info becomes available, this event will be updated.

Manufacturer narrative:
Ous MDR - the device was explanted due to infection. The quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.